Event description:
A report was received that the ipg was tented out and patient was experiencing some discomfort. There was no breakage of the skin. The physician recommended lidoderm patch for relief and patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician¿s preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the ipg was tented out and patient was experiencing some discomfort. There was no breakage of the skin. The physician recommended lidoderm patch for relief and patient will undergo a revision procedure.